Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up medwatch report will be submitted if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which there was a ruptured reservoir. The device was filled with sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.